Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. During troubleshooting, the customer reported that the pump was successfully charging. Additionally, it was reported a minimum fill notification occurred. The customer loaded a new cartridge to address the issue. Customer¿s blood glucose level was 365 mg/dl.